Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
The following information was received via a voluntary medwatch form (mw5147650): my proclaim neurostimulation system was remotely accessed, when it was turned off. I placed a screen time code on the apple device that controlled it. Trying to keep the unauthorized device from changing the settings. I was frantic trying to gain control of my stimulator and forgot to write down the code for the screen time. Apple would not unlock it due to the fact I couldn¿t produce the original receipt. Since then, the bluetooth signal is gone, and the battery would have to be replaced. I have reported this to the abbott rep and to the tech dept. The tech professional said it wasn¿t possible that someone remotely accessed my implant. 1.) We had network intrusion. 2.) All devices we remotely accessed. 3.) It is possible! 4.) Malware spread through my devices via bluetooth. The malware couldn't hide in the device. But it was accessed remotely. My device was not functioning (apple device). I contacted the abbott rep to try to gain access to my implant. It was unsuccessful. My implanted device will be removed on (B)(6)2023 by (B)(6). I have not been able to use my device since (B)(6) 2022. Chronic pain.

Manufacturer narrative:
Patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported that the patient¿s ipg was set into MRI mode and was never taken out of the MRI mode following the scan. The ipg is not communicating with external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.